Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a synergy us, ii, mr 2.5x24mm, stent delivery system (sds) was returned for analysis. A visual and tactile examination of the device found a break in the hypotube 600 mm distal from the distal end of the strain relief. There were several hypotube kinks were identified along the full catheter length. The break may have occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent outer diameter (od) measured and was within the maximum crimped stent specification, indicating that there were no issues with the crimp stent profile. A visual examination of the balloon showed that the balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery (rca). A 2.50 x 24mm synergy ii drug-eluting stent was advanced to treat the lesion; however, the shaft broke. The device was completely removed from the patient's body. Subsequently, dilatation was performed by a cutting balloon and a non-bsc stent completed the procedure. No patient complications were reported and the patient's status was fine.